Event description:
Boston scientific crm received information that during the routine device replacement procedure; the atrial and ventricular setscrews of this pacemaker were not able to be loosened. Multiple wrenches were attempted and one wrench broke inside the header. The ventricular lead had to be cut in order to remove the system and implant new leads. The device was removed, replaced, and returned for analysis. Upon removal and during cleaning of the device at the hospital, the leads were able to be removed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, the device header was examined. Visual inspection noted that a wrench tip was broken off in the distal ventricular setscrew hex slot. All other setscrews moved freely and operated normally. Further microscopic analysis noted that the distal ventricular setscrew was stuck in the up position and its retainer cap was bent. Technicians exposed the device to simulated heart load conditions, and then tested the pacing and sensing functions. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of detailed tests were also performed to measure the electrical performance of the device. Normal function was observed and the pacemaker did not exhibit any anomalies.

Manufacturer narrative:
A new pacing system was successfully implanted. To date, the device has not been received at boston scientific crm. Upon receipt, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.